Event description:
Following an uneventful novasure endometrial ablation, the physician did a hysteroscopy and saw that "part of [the] mesh from the array was in the cavity." The fibers were removed with a dilatation and curettage (d and c) curette and flushing. The physician reported "all the mesh was removed from the pt." It was reported that "the pt was fine and was discharged home."

Manufacturer narrative:
Device history record (hdr) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Reference internal complaint (B)(4).